Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implanted valve was defective and was explanted. It was stated there was no environmental/external/patient factors that may have led or contributed to the issue.